Event description:
Information received notes that several parameters displayed dashes. Verification showed a software mismatch after pro- gramming was not successful. A microprocessor restart was successful. During the software download, the patient had to go to the bathroom, and the device was left in high current drain. Interrogation then revealed eri and failure to capture. The lead tested normal. The patient was admitted in stable condition to ccu for device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - microprocessor reset